Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule failed to attach. The customer placed the capsule in the correct location and applied suction at 550 mmhg for 60 seconds but when they attempted to deploy the device by pressing the blue plunger, the plunger did not lock. They attempted this with two separate devices. The plunger did not lock into place. They attempted to rotate the plunger while depressing it, but this caused the device to break. There was no injury or harm experienced by the patient due to the alleged device malfunction.

Manufacturer narrative:
Additional information: (street, MFR. City, region, postal code), evaluation summary: this report is based on information provided by the complaint tracking system. This report is based on information provided by the complaint tracking system. A review of the product expiration date cannot be performed since inadequate sample. Per tech support description there is no enough information to determine if product whether product meet specification or not. Since inadequate sample arrived, a visual inspection was not performed. The customer reported they had failed to attach bravo capsule. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Evaluation was not performed since the product sample did not arrive for investigation in the proper fashion the enables investigation. The failure root cause was not found since the product sample did not arrive for investigation. If information is provided in the future, a supplemental report will be issued.